Event description:
A 19 gauge share core needle was passed through a linear eus scope and a core biopsy was taken. When the needle was pulled back following the biopsy, the handle detached from the needle sheath. Core biopsy was obtained. No harm to patient or staff. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.